Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a bulge along lateral side of penis. The cylinders were removed and replaced, while the existing reservoir was kept. There were no patient complications reported.